Event description:
It was reported to medtronic minimed that the customer experienced a blank display, and a crack at the side of the pump, along the battery compartment. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia, which was treated with manual injection/insulin pen, ems/ambulance/ER visit, others. The event involved product(s) mmt-332a, mmt-1880, unomedical, and mmt-7040a. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-332a. Product return was requested for mmt-1880. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for unomedical. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a blank display. Unable to verify unexpected red notification light and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. The pump was cut open to perform visual inspection and found corrosion/moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 1 was swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion/moisture damage on the pcba 1 and pcba 2. The pump was received with the original battery cap. No battery cap broken/cracked/damaged and battery cap contact missing/damaged noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the side, along the battery compartment of the pump during analysis. Battery cap broken/cracked/damaged and battery cap contact missing/damaged were not confirmed. Unable to verify customer alleged for high bgs. Unable to verify unexpected red notification light, perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to corrosion/moisture damage on the pcba 1 and pcba 2. During visual inspection, corrosion/moisture damage was also found on the force sensor, motor and vibrator¿assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.